Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of adverse patient reaction to the catheter was inconclusive. The product returned for evaluation was one 4 fr single lumen groshong nxt catheter. The sample was received assembled with a two-piece connector. Usage residues were observed throughout the device. The sample was otherwise unremarkable. An attempt to infuse and aspirate water through the sample using a 12 ml syringe revealed the sample to be patent to both with no observed leaks. The effort required to flush and aspirate was unremarkable. Tactile inspection of the sample was unremarkable. Microscopic inspection of the sample was unremarkable. No deficiencies or defects were discovered during evaluation of the returned catheter, nor was any evidence observed that may have contributed to the reported event. Certain patient conditions may not be identifiable through inspection of the potentially implicated catheter. Consequently, this complaint is inconclusive at this time.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer, on the day of catheterization, the patient complained of cardiac tolerance and pain in the catheterized arm. The department took radiographs of the patient with normal catheter depth and normal heart rate, and the arm measurements showed no swelling. However, the patient still complained of pain tolerance. The hospital insisted on using the catheter for one week because of treatment needs, and then unplanned removal of the catheter.